Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant operation was completed successfully and the patient¿s status was well. However, after the operation, the patient died of acute pulmonary embolism. The lead statuses are unknown.

Manufacturer narrative:
Product ID: g70a1, serial# (B)(4), implanted: (B)(6) 2017, product ID: icq09b52, serial# (B)(4), implanted: (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.